Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, displacement accuracy test, and self test. No unexpected alarms or anomalies noted during testing. Unit was successfully downloaded using thump software. On adapt, pump error 53 was recorded on event date: 10/03/2024 09:38:09.000 due to software error (line # = 382, file # = 2104). Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and keypad flex connector. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case-corner of belt clip rails, serial number label missing, cracked case (battery tube), cracked case, cracked keypad overlay, and scratched case. In summary customer concern for no current code/category not confirmed. No device problem found, however pump error 53 was found on event date in download history review. Pump error 53 confirmed due to software error. Customer concern for cosmetic damage at backside of pump confirmed per visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the back of the pump, and the pump won't go into automode. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1880. The customer will discontinue using the device, and the customer response was that the device will be returned.